Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge alarm (cartridge alarm 1) occurred during a bolus delivery. Customer's blood glucose was 115 mg/dl. Customer changed the cartridge and insulin was resumed successfully.